Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006.

Event description:
It was reported that a patient had fallen on (B)(6) 2026 and hit their back where their implant is located. The patient is in excruciating pain and was unable to void for 12 hours. The patient has been able to void since this event. However, they are still in pain. The physician suggested that the patient may need to go to the emergency room (ER). The patient's stimulation was adjusted up a little and they are starting to experience symptom improvement. The patient went to the ER over the weekend and was given an injection for their pain and some pain medication as well. Next steps are for the patient to manage pain with their physician and communicate with the representative to help manage their stimulation as needed. At this time the patient's issues have been resolved.

Event description:
It was reported that a patient reached out to the patient care team and advised that they had fallen on (B)(6) 2026, hit their back where their implant is located. The patient is in excruciating pain and was unable to void for 12 hours. The patient has been able to void since but is still in pain. Information was sent to the field representative to reach out and follow up with the patient to advise on next steps. The physician suggested that the patient may need to go to the ER. The representative spoke with the patient on (B)(6) 2026, followed up again on (B)(6) 2026. The patient's stimulation was adjusted up a little on saturday and is starting to experience symptom improvement. The patient went to the ER over the weekend and was given an injection for their pain and some pain medication as well. Next steps are for the patient to manage pain with their physician and communicate with the representative to help manage their stimulation as needed. At this time the patient's issues have been resolved.

Manufacturer narrative:
Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, pain and urinary retention were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.